Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd insyte autoguard catheter the catheter was discolored. There was no report of patient impact. The following information was provided by the initial reporter: customer is concerned that the green 18g on an insyte autoguard shows more blue when it is in the patient possibly to be confused with a 22g.

Event description:
It was reported while using an unspecified bd insyte autoguard catheter the catheter was discolored. There was no report of patient impact. The following information was provided by the initial reporter: customer is concerned that the green 18g on an insyte autoguard shows more blue when it is in the patient possibly to be confused with a 22g.

Manufacturer narrative:
H6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.